Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years and two months later, axial images using computed tomography (CT) abdomen and pelvis with intravenous and oral contrast showed that an inferior vena cava filter was in place. After five years and nine months later, an attempt was made to retrieve the filter. Initially, the patient was identified to have a bard g2 filter in place. Access was obtained into the right internal jugular vein using micro puncture and sonographic guidance. Grasping forceps were advanced and the neck of the filter was carefully dissected away from the wall of the inferior vena cava. The filter was removed. There was no evidence of caval injury. Hemostasis was obtained. The patient tolerated the procedure well and there were no immediate complications. The filter was retrieved intact, except missing 2 leg hooks. The filter was handed off table to nurse and placed in specimen container with formalin. Therefore, the investigation is confirmed for alleged filter limb detachment. However, the investigation is inconclusive for alleged retrieval difficulties and post implant pulmonary embolism. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: d4 (corporate lot no). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that filter detached and the two filter struts embedded in the body. Reportedly, the detached struts were removed percutaneously. The device was partially removed through percutaneous procedure. The patient reportedly experienced pulmonary embolism post-implant; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years and two months later, axial images using computed tomography (CT) abdomen and pelvis with intravenous and oral contrast showed that an inferior vena cava filter was in place. After five years and nine months later, an attempt was made to retrieve the filter. Initially, the patient was identified to have a bard g2 filter in place. Access was obtained into the right internal jugular vein using micropuncture and sonographic guidance. Grasping forceps were advanced and the neck of the filter was carefully dissected away from the wall of the inferior vena cava. The filter was removed. There was no evidence of caval injury. Hemostasis was obtained. The patient tolerated the procedure well and there were no immediate complications. The filter was retrieved intact, except missing 2 leg hooks. The filter was handed off table to nurse and placed in specimen container with formalin. Therefore, the investigation is confirmed for alleged filter limb detachment. However, the investigation is inconclusive for alleged retrieval difficulties and post implant pulmonary embolism. Based on the available information, the definitive root cause is unknown labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that filter detached and the two filter struts embedded in the body. Reportedly, the detached struts were removed percutaneously. The device was partially removed through percutaneous procedure. The patient reportedly experienced pulmonary embolism post-implant; however, the current status of the patient is unknown.